Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while working on the jejunum in a gastrojejunostomy, there was incomplete staple line. Surgeon oversew the staple line. Surgeon used another reload and same handle to resolve the issue.